Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection revealed incorrect wrench insertions were made into the setscrew inset. Furthermore, the wrench had not been aligned with the inset; therefore, the wrench was not engaged to untighten the screw. The setscrew was tested with the correct wrench insertions with the wrench fully inserted into the setscrew, revealing the setscrew could be tightened fully until the wrench clicked and then untightened normally. The problem is consistent with incorrect use of the torque wrench by the user.

Event description:
During an unrelated procedure, the set screw was unable to be loosened and the lead could not be disconnected from the device. The system was explanted, and the patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2017-35312.